Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Celt device did not deploy fully. Clip broke and free floated down the right leg. Snare used for retrieval, wire broke during attempted removal from the left femoral access. Snare and clip remain in the place in the left

Event description:
Celt device did not deploy fully. Clip broke and free floated down the right leg. Snare used for retrieval, wire broke during attempted removal from the left femoral access. Snare and clip remain in the place in the left.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. After three notifications, the sample from the alleged complaint has not been returned from the customer to argon. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.